Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the lead was returned in two pieces. The distal insulation was crushed/damaged at 19 cm from the connector pin due to cla avicular crush.